Manufacturer narrative:
Section h4: corrected data manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2017, the patient experienced episodes of dizziness and syncope. The patient had a right heart catheterization with ramp study and was found to have high right-sided filling pressure with normal left-sided filling pressure, which remained unchanged despite increasing the lvad speed from 5400 rpm to 5800 rpm. At the end of the study, the lvad speed was finally set at 5700 rpm. The patient also exhibited persistently low cardiac index despite left ventricular unloading. The patient was ultimately admitted to the hospital on (B)(6) 2017, and was started on inotropes for post-lvad, right ventricular failure. The patient remained on milrinone from (B)(6) 2017, through (B)(6) 2017. The event reportedly resolved on (B)(6) 2017. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2018, when the patient ultimately expired (reference comp # (B)(4), (B)(4). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to dizziness and syncope. The patient had right heart catheterization with ramp study and was found to have high right sided filling pressure with normal left sided filling pressure that remained unchanged in spite of increase in lvad speed from 5400 rpm to 5800 rpm. The final speed was set at 5700 rpm. The patient exhibited persistently low cardiac index in spite of left ventricular unloading. The patient was admitted to the hospital for inotropes for post ventricular assist device right ventricular failure. It was reported that the patient was on milrinone from (B)(6) 2017 through (B)(6) 2017. The situation was reported to have been resolved on (B)(6) 2017.